Manufacturer narrative:
This complaint patient identifier (B)(6) (MFR. # 3007042319-2047-02218), was entered as a duplicate of patient identifier (B)(6) (MFR. # 3007042319-2017-01451). No additional information will be forthcoming under (B)(6).

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had an upper gastrointestinal bleed (gib). The patient was taking warfarin and aspirin. International normalized ratio (inr) was 3.0. The patient was hospitalized and a blood transfusion was administered. The event was deemed not related to the device. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.